Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted on into final stock with no reported discrepancies. There haven been another event for the lot mentioned. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called and stated that she had a left hip replacement on or about (B)(6) 2011. Patient stated that she is experiencing pain, elevated levels of chromium and cobalt, left leg is shorter and walks with a cane. Patient stated that she had a dislocation on or about (B)(6) 2014.